Event description:
The user facility reported that the glide portion of the glidewire advantage (gwa) was separated from the rest of the wire. The type of procedure was a thrombectomy. The patient was stable. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 09may2025: the glide portion of gwa separated when inside the patient. The physician was able to successfully remove the wire. The approximate size of wire that was separated was at the site of the transition from glide to ss. The procedure was completed successfully. There was no tortuous anatomy encountered by the device during the use of glidewire.

Manufacturer narrative:
D4: di: (B)(4). D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual device was not returned. Since the lot number was unknown, the manufacturing record and shipping inspection record could not be investigated. In the past three years, we have not received any similar complaints caused by the manufacturing process. Since the lot number was unknown, history investigation could not be performed. In addition, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. (B)(6) has been making efforts in maintaining the quality of the product by performing following controls. The outer diameter of this product is controlled. In the product assembling process, 100% visual inspection is performed to confirm that there is no anomaly in the appearance. The instructions for use (IFU) of this product includes the following warning: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Please refer to section h10 for the importer's report on the reported event. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.